Manufacturer narrative:
Date rec'd by MFR: 01aug2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the touchscreen. The customer replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23july2019.

Event description:
The customer reported touchscreen failure. The touchscreen is bad in top left corner. There was no patient involvement.